Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication. The reposition antenna screen was seen on the implantable neurostimulator recharger (insr). The patient had last been able to successfully charge several months ago. The patient was in pain again because of the cold weather. The patient had not charged the device because they had not been in pain. The device was going to be taken out because when they charged they had to press the insr antenna on their implant which hurt their hip. The patient tried to charge on (B)(6) 2016 but could not. The issue with hurting while charging started the summer of 2015. The patient was redirected to their health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.